Event description:
Consumer underwent injections of restylane in 2005 into the nasolabial folds. A topical anesthesia (unspecified) was used pre-procedure. Immediately after the injections, the pt experienced erythema and swelling at the injection sites, which resolved within 7-10 days. During the same office visit, consumer underwent injections of botox to the forehead and also experienced immediate redness and swelling at the injection sites, which have resolved. Upon resolution of the erythema, consumer developed brown hyperpigmentation in the left nasolabial fold, described as "a brown line down left nasolabial fold". An office visit with a plastic surgeon is pending for june 2005. The restylane lot # and expiration date were not reported.